Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: at the end of the procedure, during irrigation, a clip floated up into the surgeon's view. He noticed that one of the bosses on this clip was broken. He had not noticed that any of the clips he used did not lock. No patient consequences. Patient condition reported as fine.